Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported his sensor provided a result of 'lo' (reading less than 40 mg/dl) for 14 consecutive hours compared to readings of 225 mg/dl, 250 mg/dl, and 145 mg/dl obtained on the built-in reader. Customer indicated he "fell due to oversugar" and experienced a loss of consciousness. Customer had contact with a healthcare provider who obtained readings of 225 mg/dl, 375 mg/dl, and 165 mg/dl on their meter and diagnosed the customer with high blood sugar. Customer was treated with an unspecified "infusion" and reportedly put on bed rest. There was no report of death or permanent impairment associated with this event.